Event description:
The pt was admitted 2004 with recurrent angina. The pt was enrolled into the program on the following day. Target lesion 1 was located in the distl lad with 90% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. Target lesion 1 was treated with pre dilatation and a 2.75x20mm taxus stent. A small filling defect just distal to the stent was treated with an overlapping 2.5x8mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the mid rca with 755 stenosis and was 5mm long with a reference vessel diameter of 2.75mm. Target lesion 2 was treated with pre dilatation and a 2.75x16mm taxus stent, with 0% residual stenosis. The pt was transferred to the coronary care unit on integrilin, asa, and plavix therapy. In the next day the pt's cardiac enzymes were elevated consistent with guideline definition of an mi. Per source documents, cardiac enzymes were elevated on admission the site reports myocardial infarction same day based upon subsequent elevation of cardiac enzymes. On the following day the pt was intubated following an episode of oxygen desaturation with acidosis leading to unresponsiveness. Blood cultures for elevated temperature indicated staphylococcus aureus bacteremia. The pt was started on vancomycin and rocephin. In a week later pt was started on IV lasix for decreased urinary output and bilateral crackles/rhonchi with tachypnea and "agonal breathing." The pt became increasingly unresponsive and expired. Code status was dnr."in the opinionof the physician, the relationship of the event to the taxus stent and the target vessel is "unk".

Event description:
Clinical trial. Same case as #6000093-2005-00033, #6000089-2005-00044. It was reported that 1 day after a coronary artery drug eluting stenting treatment procedure, the pt suffered a myocardial infarction and 7 days later the pt expired. The first lestion being treated was located in the right coronary artery (rca) which was a 75% stenosed. The physician placed a taxus express 8.8% 2.75 x 16 mm drug eluting stent. The other lesion was located in the distal left anterior descending (lad) artery which was 90% stenosed. The physician placed a taxus express 8.8% 2.75 x 20 mm drug eluting stent. The physician then noticed a filling defect, so the physician placed a taxus express 8.8% 2.50 x 8 mm drug eluting stent distal to the previous stent with no overlap. The next day the pt was diagnosed with a non q-wave myocardial infarct (mi), per cardiac enzymes. The pt expired 7 days later, cause of death per autopsy is ischemic coronary artery disease. In the opinion of the physician the relationship of the mi and the pt death to the taxus stent and target vessel is "unk". Awaiting additional information from the site.